Manufacturer narrative:
(B)(4) (revision surgery). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that: on (B)(6) 2008 the patient underwent spine fusion surgery on the lumbar region of his spine from vertebrae l5 to s1 using rhbmp-2 from a posterolateral approach. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the posterolateral gutters). On (B)(6) 2008 the patient underwent spine fusion surgery on the lumbar region of his spine from vertebrae l5 to s1 using rhbmp-2 from a posterolateral approach.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.